Event description:
It was reported that during a routine device upgrade, insulation damage was observed on the atrial lead. Electrical values were normal. The lead was repaired and remained in use.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.